Manufacturer narrative:
A ge service representative performed an onsite investigation. The charger board and system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited charger failed error upon system start up. This error prevented the system from booting to a usable state. No pt death or serious injury was reported related to this event.